Event description:
Tech alleged bed would not go into trend.

Manufacturer narrative:
Tech found one of the gas springs was leaking fluid and it would not release, replaced both gas springs bed works fine. No injuries reported.